Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
An ins8401 accu/drain system was noted to be completely separated at the anti-reflux section of the unit. The event was described was follows; the patient went to the operating room on (B)(6) 2014 to drain a large epidural fluid collection. The drainage catheter was left in place and connected to accudrain ins-8401. The patient returned to the intensive care unit (ICU) without complication. Around 18:15 on (B)(6), the patient's family noted fluid on the floor. The drainage system was clamped. The system was noted to be completely separated at the anti-reflux valve. There was no revision however, the patient developed a cerebrospinal fluid infection and remains hospitalized. It is unclear if the infection is related to the drain separation or the prolonged hospitalization.